Event description:
The pump was returned for investigation. Investigation revealed that contamination was present under all keypad button contacts and the battery cap threads were stripped. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(6) 2013 with the following findings: the keypad cover was found to be torn from the up button to the bottom of the keypad. All keypad buttons were found to be responsive. The keypad cover was removed and contamination was found under all key contacts. The battery cap threads were also found to be stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).